Event description:
The pt had a peg placement at another facility. The reporter stated the device was sutured in very tightly. The skin around the stoma became necrotic. No further details are available at this time. The event date given above is approximate. One pt involved.